Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite blood infusion set experienced device damage while still considered operable. The following information was provided by the initial reporter: IV pump tube set broken inside the pump while they are doing blood transfusion.

Event description:
It was reported that the bd alaris pump module smartsite blood infusion set experienced device damage while still considered operable. The following information was provided by the initial reporter: IV pump tube set broken inside the pump while they are doing blood transfusion.

Manufacturer narrative:
H6: investigation summary a 2477-0007 product was not available for investigation; furthermore the details of the lot number were not provided to assist the investigation. As part of the investigation, the customer provided a video of the affected sample; analysis of the video identified that blood was leaking from approximately the middle of the silicone tubing of the pumping segment. Further information provided by the customer indicates that the leak was observed during infusion. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. However as the customer reported that the product was primed and the leakage occurred during infusion, it is unlikely that a manufacturing defect resulted in the customer's experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the 2477-0007 product.